Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptable criteria.

Event description:
The customer reported smelling insulin and seeing a hole in the cannula.